Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to scan. A technical support specialist closed this case due to no reply from the user for more details on the issue. An email was sent to the customer, advising them to call the bd again if the issue still persisted. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ barcode scanner unable to scan. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ barcode scanner unable to scan. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.